Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely fluid invaded the scope connector during handling of the device by the user. That caused abnormality of electronic component, as a result, error message e216 was temporarily displayed at the user facility. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿-inspection of the endoscopic image -when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegations were not confirmed. Evaluation did find fluid invasion in the connector that was able to be dried. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had an e216 scope communication error and the leak detector cannot be connected (the side leak interface is misplaced). The issue was observed during preparation for use on a diagnostic bronchoscopy procedure. The procedure was completed with a similar device with no delays. There were no reports of patient harm associated with this event.